Manufacturer narrative:
Electrode belt sn (B)(4) was not returned to the MFR. There is no indication of a device failure associated with this event. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) male had an infection on his back underneath one of the electrodes. The skin was raw and open. The pt stated that it was itchy and it hurt. The pt stated that the affected area was about half the size of his pinky finger and about half of the affected area was an open sore. It is unk at this time if the pt received med intervention for the skin infection. The pt ended use of the lifevest on (B)(6) 2015 due to an improved ejection fraction.